Manufacturer narrative:
The customer's complaint that the physician noticed a red tinge in the in and out luer tubings of an icy catheter (lot #189629) was confirmed during the visual inspection and functional testing of the returned catheter. A leak from the proximal end of the distal balloon due to a balloon tear was observed during the functional in/out lumen test. The probable root cause for the reported complaint could be that the catheter balloon was torn during handling of the catheter. Visual inspection of the returned catheter was performed. No physical damage was observed on the catheter, and blood residues were noticed inside the balloons and luered tubings. Functional testing was performed, and all infusion ports and lumen were flushed without resistance. Upon flushing the in/out lumen, a leak from the proximal end of the distal balloon was observed, confirming the reported complaint. During the further inspection of the catheter under a microscope, a balloon tear was observed at the distal balloon, located 0.5cm away from the proximal end of the distal balloon. Pressurized functional testing could not be performed due to the leak discovered during the in/out lumen test. It is unlikely that the defective catheter was shipped. All catheters are 100% inspected for leaks during manufacturing by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for icy catheter with lot #189629.

Event description:
The physician inserted an icy catheter (lot #189629) into the patient's left femoral vein to initiate an ivtm therapy. After catheter insertion, and upon checking the catheter position, the physician noticed a red tinge in the in and out luer tubings. The catheter was immediately replaced with another icy catheter to initiate the therapy. No consequences or impacts on the patient.